Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument was found broken in the crate prior to the operation starting, one of the two prongs was broken in half, the instrument was removed from the sterile field before knife to skin, could not find broken piece of instrument in crate, surgeon was happy to continue the operation without this instrument, no delay to procedure. No ae to patient.